Event description:
Per court document received, patient underwent a left shoulder surgery in 2002, and stryker painpump was placed for post operative pain. The patient then underwent a second left shoulder surgery in 2003 and again, a stryker painpump was placed for post operative pain. The patient alleges they now have chondrolysis and will require surgeries as a result.

Manufacturer narrative:
The 510(k) cannot be identified without information on the device used. The device was not returned for evaluation.